Manufacturer narrative:
The customer was contacted for the return of suspect device. The device has not been returned to zoll evaluation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The pace/defib engine board was returned for evaluation. The customer's report was not replicated or confirmed. The pace/defib engine board was received with a missing capacitor. The pace/defib engine board passed all testing with a known good charging capacitor. The pace/defib engine board was replaced and scrapped. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72", "defib fault 76", and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.